Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip at the grip base. A piece approximately 0.177" x 0.53" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument logs for part #: 471205-17 batch/lot #: k14211011-0243 associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4). No images or procedure videos were provided for review. This complaint is reportable due to the following: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing an instrument was found to have physical damage. Follow-up with the customer has been performed to request additional information regarding the complaint. However, no further details have been received as of the date of this report.